Event description:
It was reported via user report, that a skin reaction occurred. According to the reporter, on (B)(6) 2026, the patient experienced a skin reaction with rash underneath the sensor pod area. The patient consulted a dermatologist who diagnosed a contact allergy to dexcom g7 sensor, and eczema which was assessed as chronic with a need for local steroid treatment (no information about the specific treatment). No photo was provided. There was no documentation of examinations or laboratory test performed. At the time of the report, patient condition was unspecified. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).